Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the troubleshooting/testing/evaluation and repair; however, no response was received. It is unknown whether the alleged malfunction was duplicated. It is also unknown which tests were performed to replicate the alleged malfunction and determine the cause, but the touchscreen replacement indicates that the cause or most probable cause was likely due to a faulty touchscreen that needed to be replaced for repair. While the repair could not be confirmed, the replacement touchscreen should resolve the issue based on the v60 service manual. The investigation concludes that no further action is required at this time as no further information could be obtained. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 (software version 2.00) indicating that the touchscreen was not responding to touch. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to request onsite service as the touchscreen was not responding to touch. Based on the case information provided, the touchscreen was replaced. Further case information regarding patient/device usage, troubleshooting, repair, and operational status is still pending.